Event description:
The customer reported a possible failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a possible failure to audibly alarm. No pt harm was reported. A visual alarm notification was noted on the monitor and the central station staff reported both audible and visual alarming. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.